Manufacturer narrative:
Is used to explain the lead being unable to be implanted as a suitable place could not be found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the patient's lead could not be implanted as the physician could not find a suitable place. The lead was not used and another attempt was made with another lead that was successful. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.